Event description:
It was reported that 11 hours after the procedure with an enterprise ((B)(4)) and multiple non-codman coils, it was reported that the patient was confirmed to have anisocoriam, and a CT revealed cerebral infarction in left hemisphere was extensively developed. After two days of the procedure, the patient developed cerebral herniation, and four days after, the patient died of cerebral herniation. According to the physician, the relationship of the event to the procedure was unknown and to the vrd was highly probable because it seems that cerebral infarction in left hemisphere was caused by thrombotic occlusion due to vrd thrombosis. No additional treatment and procedure was taken in physician's judgment. The complaint product was new and stored per labeling instruction. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. It is unknown if the microcatheter was re-shaped or not. The complaint product is unavailable for evaluation. No additional information is available and procedural images are available.

Manufacturer narrative:
The procedure was coil embolization assisted with the enterprise vrd for internal carotid-posterior communicating artery aneurysm that was mildly calcified and mildly tortuous. Access was obtained from femoral artery. During the index procedure, initially, the vrd was placed from middle cerebral artery along the target aneurysm and the coil embolization was performed. The procedure was successfully completed without any further issues. There was no patient complications reported. The ruptured saccular aneurysm neck was 9.44 mm, and the neck to sac ratio was 9.44 mm: 14.55 mm. The parent vessel size diameter proximal was 2.9 mm and distally was 3.8 mm. The mrs was unknown. Antiplatelet therapy included aspirin 100 mg/day from the date of the procedure until 4 days after the procedure, clopidogrel sulfate 300mg/day from the date of the procedure, and 75 mg/day the day after the procedure until four days after the procedure, ozagrel sodium 80 mg/day from the day of the procedure until four days after the procedure. No information regarding inr, pt, ptt and the occlusion rate of the aneurysm. The devices utilized during the procedure includes unspecified sheath introducer (terumo), silverspeed guidewire (covidien (B)(4)), lancher guide catheter (medtronic), prowler select plus microcatheter (detail unknown), excelsior sl10 microcatheter (type unknown-stryker), okay (goodman), dcs syringe ii (catalogue and lot unknown). It is unknown how many coils were placed in the aneurysm. Both size and lot numbers of the coils were all unknown. During the procedure, jailed technique was utilized. Images received showing pre and post coiling of the left ica-pcom aneurysm. Cause of the reported instent thrombosis is not able to be determined based on the images. Per lake region report (B)(4) - lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10164500. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Thrombosis and cerebral infarction are known potential adverse events associated with stent implantation procedures and are listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Based on the available information, no conclusion can be made regarding root cause or the relationship to the device. Patient, procedural and pharmacological factors may have contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.